Manufacturer narrative:
H6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting and clarifying that the patient was confirmed to be hospitalized due to the communication issue with the ins as the hospital would like the patient to stay until the connection issue with the tablet was fixed. No symptoms were reported. The cause of the communication issue was not determined. The tablet was upgraded and the issue was resolved. Device information was not available as the patient was no longer at the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient is currently hospitalized with bilateral stimulation of the nucleus of the solitary tract location (nst) since 2022. The stimulation seems functional but the implantable neurostimulator (ins) cannot connect to the tablet to modify the parameters. A configuration error message is shown. Agent reviewed that the ins was being interrogated with a clinician application that was out of date. Agent advised to update the application. Additional information was received from the manufacturer representative (rep) clarifying that the hospitalization was related to the patient's deep brain stimulation (dbs) system.